Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿an occlusion alarm occurred¿ was not confirmed because the test results (the measured values) were within the product specifications. A "high pressure" alarm was recorded in the event log multiple times. The root cause of the event was unable to be identified because the test results did not deviate from the product specifications. The device was returned to the customer with no repair provided to it. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: since the exact event date was unknown, it was updated as first day of the month of awareness.

Event description:
It was reported that an occlusion alarm occurred while in patient use at patient¿s home. There was no patient harm or adverse event reported.